Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad was torn at the distal end of the pad. There was no material found to be missing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was found to have the gasket fell off. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer was able to retrieve the fragment that fell inside of the patient during the same procedure. The customer also performed x-ray after the procedure to check for the remaining fragment and there were no abnormalities found. The instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. A review of the provided image was performed by an isi failure analysis engineer. The following additional information was provided: there was no abnormality or damage in this picture. No gasket seems to have fallen off. .